Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the integrated electrosurgical unit (iesu) or erbe generator's ground pad connector was found to be damaged. Ground pads were unable to be recognized. The customer tried three different ground pad cables, without any success. The same ground pads were tested on another generator and they worked. The intuitive surgical, inc. Technical support engineer (tse) asked the customer if they could use a force triad generator or another vision side cart (vsc), but neither were available. The procedure was aborted. The ports were not in place when the issue occurred. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained.